Event description:
The handpiece was shorting out during the case. The surgeon believed that the unit was shocking the pt. The handpiece was switched out and the case completed with no further incident.